Event description:
During yearly preventive maintenance the device did not pass the nebulizer test. Later the valve "woke up" and started to work and it passed the test, but after restarting the device it again stopped working and did not pass the test. This is the third ventilator with this defect in the last few months, and all three ventilators were less than a year old. Maybe it would be good for hamilton to review the o2 mixer block and replace some parts with more reliable parts, as this seems to be the weak point of c6, just like there were the mixer valves on g5/s1 ventilators.

Event description:
Nebulizer does not work properly.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Detailed complaint and failure description: "during yearly preventive maintenance the device did not pass the nebulizer test. Later the valve "woke up" and started to work and it passed the test, but after restarting the device it again stopped working and did not pass the test. This is the third ventilator with this defect in the last few months, and all three ventilators were less than a year old. Nebulizer does not work properly. Ventilation continues. A defective nebulizer may lead to not enough medication delivered to patient with various critical consequences. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.